Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the field representative was given an electrogram (egm) strips from several months earlier. The clinic noted the pacemaker showed oversensing of noise on both the right atrial (ra) and right ventricular (rv) channels. Boston scientific technical services (ts) was consulted and discussed the noise was from the minute ventilation feature and suggested turning that feature off. Ts further suggested evaluating the leads. The field representative stated that the patient has not been brought in for evaluation to date, however will schedule an appointment in the future. The pacemaker and leads remain in service and no adverse patient effects were reported.